Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified distal right coronary artery to the atrioventricular branch. Following pre-dilation, a 3.00 x 28mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, the device was unable to cross the lesion and it was noted that the stent strut got lifted. The procedure was completed with a bigger size non-bsc stent. No patient complications were reported and the patient's status was good.